Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Date of explant is estimated. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was diagnosed with an infection at the lead site. As result, the patient's scs system was explanted on an unknown date. The infection was resolved.